Event description:
It was reported that the device detected a supraventricular tachycardia (svt) episode that was thought to be a ventricular tachycardia (vt) episode. The episode was noted to slow down and self-terminate. The plan was re-program wavelet. A few weeks later, the patient had another episode classified as svt that was thought to be vt. This episode also terminated spontaneously. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an inappropriate shock for svt that was detected as ventricular fibrillation. Reprogramming was performed and the device remains in use.